Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to perform data analysis due to no data available. No data available on the due to insulin pump received with no battery in the battery tube.

Event description:
It was reported that the customer has committed suicide. The caller stated that the customer was wearing the insulin pump at the time of death. The caller did not know if the customer was using sensors. A sensor was not worn at the time of death. The caller stated that the insulin pump has been sitting since (B)(6) 2014; it is not working and hasn't been working since (B)(6) 2014. The caller agreed to return the insulin pump fora analysis